Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Insertion of the dilator into the sheath to assess for device and accessory compatibility was successful, as the dilator was able to be fully inserted and secured the dilator at the snap-fit engagement. The insertion did not encounter any resistance and did not observe any additional damages on the dilator. Inspection of the dilator confirmed the damage on the distal tip. Examination of the proximal end of the shaft within the valve hub found excess adhesive present at the access point into the shaft which could have obstructed and damaged the dilator during preparation.

Event description:
Reportable based on analysis completed on 11 jun 2025. It was reported that for a pulse field ablation procedure a faradrive was selected for use. During insertion the dilator crooked and couldn't be inserted inside the sheath. The whole system was replaced (faradrive sheath and dilator) and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. Analysis of the returned device revealed damage on the distal tip of the dilator.